Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced infection in the xiphoid incision. Subsequently, the patient underwent a revision procedure and this electrode was explanted. The s-ICD remains implanted but electronically deactivated. The plan is to wait for the antibiotic treatment to be completed and a new electrode will be implanted and connected to the s-ICD. In the meantime, the patient will be wearing a zoll medical life vest as a second preventative. No additional adverse patient effects were reported. The electrode will not return for analysis and was discarded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced infection in the xiphoid incision. Subsequently, the patient underwent a revision procedure and this electrode was explanted. The s-ICD remains implanted but electronically deactivated. The plan is to wait for the antibiotic treatment to be completed and a new electrode will be implanted and connected to the s-ICD. In the meantime, the patient will be wearing a zoll medical life vest as a second preventative. No additional adverse patient effects were reported. The electrode will not return for analysis and was discarded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced infection in the xiphoid incision. Subsequently, the patient underwent a revision procedure and this electrode was explanted. The s-ICD remains implanted but electronically deactivated. The plan is to wait for the antibiotic treatment to be completed and a new electrode will be implanted and connected to the s-ICD. In the meantime, the patient will be wearing a zoll medical life vest as a second preventative. No additional adverse patient effects were reported. The electrode will not return for analysis and was discarded. Additional information was received that this s-ICD was explanted and replaced. During the explant procedure it was noted that the wound had eroded, and the electrode was visible. Upon removing the physician had difficulty removing as tissues had adhered to the electrode. The patient was upgraded to an implantable cardioverter defibrillator (ICD) device. The s-ICD will be returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with not out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced infection in the xiphoid incision. Subsequently, the patient underwent a revision procedure and this electrode was explanted. The s-ICD remains implanted but electronically deactivated. The plan is to wait for the antibiotic treatment to be completed and a new electrode will be implanted and connected to the s-ICD. In the meantime, the patient will be wearing a zoll medical life vest as a second preventative. No additional adverse patient effects were reported. The electrode will not return for analysis and was discarded. Additional information was received that this s-ICD was explanted and replaced. During the explant procedure it was noted that the wound had eroded, and the electrode was visible. Upon removing the physician had difficulty removing as tissues had adhered to the electrode. The patient was upgraded to an implantable cardioverter defibrillator (ICD) device. The s-ICD will be returned for analysis. No additional adverse patient effects.